Event description:
It is reported that the patient underwent a two stage revision for infection. The first stage occurred on (B)(6) 2013 and the final components were placed on (B)(6) 2013. It is also reported that the patient underwent multiple irrigation and debridement before the revision.

Manufacturer narrative:
This report was previously submitted under (B)(4). This report will be amended when our investigation is complete.